Event description:
The resident got out of the bath and was drying himself. The carer did not see what happened, but heard a crash and looked to find the resident on the floor with the hoist turned in and on top of him. The resident said he sat on the hoist to continue drying and it collapsed. The resident sustained only a minor bump.